Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Unable to complete the functional testing due to pump error 37 during the rewind test and the pump failed the vibrate test during the self test. Unable to test for reported harm (unknown). Pump error 37 during the rewind test was confirmed. The pump failed the vibrate test during the self test was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2024. The pump to determine cause of death. The pump was worn at the time of passing. The last known product(s) for this customer are as follows: mmt-7841zn, mmt-332a, unomedical, mmt-1884, mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7040a-snsr

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.